Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer had high blood glucose levels of 320 mg/dl. The customer reported that the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump was frozen. The customer also reported that one of the buttons of the insulin pump would make a buzzing sound when pressed. The customer also reported a scratch on the display of the insulin pump. The customer declined to have the insulin pump replaced and wanted to monitor the insulin pump. No additional information was provided.